Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not be certain on the delay minutes but the group that has operated said it was around 30 minutes due to the fact that the cables kept breaking 1 at a time instead of all 3 at once. The total operative time (length of surgical procedure) was 4 hours and 30 minutes. There was no intra or post operative complications due to this delay. The patient¿s health was in the current state not effected, the procure had was interrupted 3 times due to cables breaking which caused a delay. According to the surgeon, there was no concern about procedure delay causing any long-term complications with the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.